Event description:
It was reported that the customer had unknown high blood glucose levels for four to six weeks. Standard troubleshooting was performed. The customer's insulin pump functioned according to design. The customer will discuss the issue with his health care provider and monitor the insulin pump. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.